Event description:
Device analysis of a returned electrode showed that the top part of the epoxy near the hub is missing. Dark discoloration, multiple chips of the epoxy and break away from the hub was noted. If the epoxy is subjected to too many autoclave cycles, the epoxy becomes brittle and discolored.